Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was implanted along with a heli-fx endoanchoring system in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. A non medtronic bifurcated stent graft, iliac limb extension, and non medtronic thoracic graft used as a cuff were also implanted during the procedure. A total of 5 endoanchors were used during the procedure. It was reported approximately 2 years post the index procedure a CT scan and an ultrasound showed a type iii endoleak in the left stent graft limb. It was reported that there was no evidence of component separation. The cause of the event is unknown but suspected to be related to the intervention procedure for the type ia endoleak. The event was resolved following an intervention procedure. No additional clinical sequelae were reported and the patient is fine.